Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, lot# 0204949147 or 0204949148, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0207122721, product type: lead. (B)(4).

Event description:
The parkinson's disease patient's family reported the patient had a broken lead replaced on (B)(6) 2013 and again on (B)(6) 2014. The patient's physician reportedly determined the cause of the first broken lead was "electrode aging" and that the reason for the second broken lead "may be a rejection reaction." It was further reported that on (B)(6) 2015, the patient was "hospitalized due to the position of lead bleeding." The patient's lead was replaced in association with this and the patient's wound was disinfected, debrided, and sutured. It was noted the patient "didn't take any anticoagulants or hormones." The patient's lead was reportedly "normal in the patient" as of (B)(6) 2015. It was unknown whether the patient had received a 50% or greater symptoms reduction from their device. Additional information was requested; a supplemental report will be filed if additional information is received.